Event description:
A customer reported a low reading issue with the adc device. The customer reported that they had low sensor readings they developed hyperglycemia and lost consciousness. The customer additionally reported that they also developed an infection at the site of a previously done amputation (unrelated to adc device), indicating that the development of infection was related to the low sensor readings. The customer went to hospital and was prescribed unspecified antibiotics for infection. No treatment was reported for hyperglycemia as the customer stated they "had blood sugar under control by the time [they] were at hospital". Please note that prolonged mismanagement of diabetes is related to susceptibility to infections. There was no report of death or permanent injury associated with the adc device.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.